Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant is not staying charged for about a month or so. Patient stated the charge used to last a day and a half to two days and now the charge only lasting 6 hours. Patient stated they just got done charging the ins. Patient is on group c with four programs. Agent confirmed patient is referring to the ins charge level. Agent asked patient to connect with the controller and controller show implanted neurostimulators 100%, controller 70% charged. Patient service confirmed patient did not change her settings recently. Agent reviewed device function. Agent recommend tracking the ins charge level and setting and consult with hcp for next step. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.